Event description:
It was alleged the pump was on a pt and a motor alarm occurred. The rep went to the pt's home to troubleshoot the alarm and found the cassette was leaking. The set up was changed out and the pt continued therapy. No pt injury.

Manufacturer narrative:
The pump was found to operate within the manufacturing specifications. The motor alarm observed by the end user was due to the cassette leak. The review of the device history records did not indicate any abnormalities. The cassette leak was confirmed. The leak was found at the glue bonding site where the c-flex and pvc tubing meet. The review of the device history records do not indicate any abnormalities. There was no pt injury.